Event description:
In 2004, had heartburn, worked x3 days with pain becoming worse, went to local hosp. I signed consent form for a cardiac cath due to diagnosis of mi. First time cardiologist placed a drug eluting stent in rt coronary, he stated was 30% blockage, after cath chest pain became a lot worse. The cardiologist had been told by me and family if any procedure needed to be done, to transfer me to a larger hosp due to this was a small hosp and no heart surgery was to be performed. After first cath and a taxus stent implanted in rca, I was taken back to cath lab the next day, cardiologist stated he missed a 70% blockage in lad, he stented this with a cypress stent without my or family consent. I was discharged and back to work in 3 weeks. Cardiologist never instructed myself or family of implanted drug eluting stents, only left small pamphlet and card on bedside table, soon after I started to have a lot of joint and muscle pain, no appetite, and constant diarrhea. In (B)(6) 2007, I had a routine (B)(6) test that was very positive, sent to health dept as instructed by employer, I discussed with health worker concern after drug eluting stents, I was put on (B)(6), ordered for 6 months therapy, after taking 1 week became very nauseated, vomiting, diarrhea, heart palpitation and pain in legs. On (B)(6) 2007, I had to leave work early, vision bad, eyes hurting and unable to think right, spouse took me to larger hosp where I had changed cardiologist to in (B)(6) 2004, was admitted although I told him I did not want another drug eluting stent, he inserted a smaller cypress stent in the old that was 95% occluded. After discharge, very weak, severe leg pain, confusion and gait very unsteady. I was taken off (B)(6) in (B)(6) 2007 due to toxic hepatitis, I have been in contact with both stent companies and received new info. I am an lpn or was for 20 years, I want answers. How could this happen in the us! I have been used for experiment without my knowledge or consent, I did what the doctor and health dept said, the cardiologist should have the possible drug interaction with the drug eluting stent mixed with the (B)(6). Why were the stents even in use without human research? I have been off work x1 yr with severe lower extremity pain, frequent chest pain, now I have a cerebral aneurysm. All the side effects of the drugs in the stents. I am afraid to take any new medication because most mds know nothing about possible interactions, I also know the first cardiologist had no right for him or the hosp to even be implanting a stent due to recommendations of both companies. In my state, they are only to be placed in a hosp where heart surgery can be performed, and the second stent there is not even a lot #. Had gotten medical records the first time; no documentation at all about a stent, after receiving info for taxus stent company, they were going to talk with first cardiologist about the stent; last time medical record had documentation about a taxus stent, but date wrong. Documentation now is rac stented last, this is not true and still no documentation about cypress stent with no lot # that was 95% occluded. The health dept needs to be educated about vaccines and possible drug interaction with the drug eluting stents. I am very angry at the FDA for approving something without the u.s. First making sure of side effects and for having to take the (B)(6) for possible (B)(6). No workmans, because I cannot prove anything, but I know! I may die before seeing anyone else that has been used without their knowledge or consent, but have non-removable drug eluting stents, I would much rather die of a heart attack than cancer or any of the other side effects in the drug eluting stents, the FDA doesn't need to ask cardiologist how good the des are, ask the pt. I will bet you anything if the FDA or the cardiologist had them they would change the way they think. I have been done very wrong by the profession I always loved. I had to sign up for social security disability and a year later still waiting, no one with a good paying job just quits work because they are lazy, the loss of my income is not even compared to the loss of my quality of life. Taxus des (B)(6) 2004 in rac; (B)(6) 2004 cypher sirolimus-eluting coronary stent. On (B)(6) 2007, (B)(6) 1 po qd due to positive (B)(6) test, no warning of possible drug interaction, no info about possible immune supress or taking any vaccines. On (B)(6) 2007, cypher sirolimus-eluting coronary stent implanted in first cypher stent that company could not find lot #, no physicians noted on procedure. In (B)(6) 2007 diagnosis with toxic hepatitis, symptoms continued for 2-3 months after (B)(6) stopped. Continue with many side effects of des. Dose or amount: #1- (B)(6). Frequency: qd. Route: po. #2- sirolimus coronary des. Dates of use: #1 (B)(6) 2004 - (B)(6) 2008. #2- (B)(6) 2007 - (B)(6) 2007. Diagnosis or reason for use: #1- (B)(6) 2004 diagnosed with mi. #2- positive (B)(6) test (B)(6) 2007.